Event description:
It was reported to boston scientific that after a spaceoar placement procedure performed on (B)(6) 2025, a computed tomography (CT) scan was completed and found that the hydrogel was inadvertently injected into the rectum. On (B)(6) 2025 the patient returned and the hydrogel was no longer present in the rectum; a rectal ulcer was observed. No medication was required for the ulcer. It was noted that the location of the hydrogel contributed to the formation of the ulcer. Additional information received on 16oct2025: it was further reported that the ulcer did not receive any medication, but it was believed that the location of the hydrogel contributed to the formation.

Manufacturer narrative:
Additional information block b5 has been update with the information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after spaceoar placement procedure, the computed tomography (CT) was done, they realized that the hydrogel was injected into the rectum, later the patient present did not have the device implanted after a month. The patient was report as generally doing okey but has an ulcer in the rectum.